Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or add'l info be received, a f/u report will be filed.

Event description:
According to the info received the user's wife called and stated that the double sided adhesive strip was so strong that when he tried to pull it off, it got stuck and had to go to the doctor to get it cut off. The tape had cut off circulation to the penis.